Manufacturer narrative:
(B)(4).

Event description:
It was reported several atrial lower out of range pacing lead impedance measurements were observed during a check-up for an separate event. False auto mode switching episodes were also observed due to lead noise on the ventricular channel. It is suspected a lead damage was the cause of the poor measurements. Lead capping was recommended. No action has been proceeded so far. No further adverse consequences were detected for the patient. The patient condition is well.